Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The valve was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to frame damage. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided from the site. One valve strut appeared bent outward approximately 90 degrees at the inflow side of the crimped valve. Additionally, one strut remained bent at the inflow side of the expanded valve. The IFU, device preparation training manual, and procedural training manual were reviewed. During delivery system insertion through the sheath, correctly orient the delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with frame damage. To address the issue, a correct action preventative action (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action. The pra documents the potential for procedural delay, which did not occur during this event. The CAPA was initiated to capture further investigation and corrective/preventative action activities associated with insertion of the commander delivery system with s3u valve through the esheath, resulting in frame damage. The frame damage was confirmed based on provided imagery was provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during a viv procedure, moderated severe resistance during insertion through the e-sheath at level of femoral vessel but not abnormally hard was felt, the valve was not checked with fluoro. A protruding stent strut was identified in the aorta after exiting the sheath, in the lower thoracic aorta'. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. As noted, the sheath was insertion at 45 degrees and the patient's access vessel had present of moderate tortuosity. The steep insertion angle and presence of tortuosity can create challenging pathway during delivery system advancement, and lead to resistance. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can then lead to the valve struts to catch the sheath and result in the bent strut observed. These procedural and/or patient conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, steep insertion angle) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, the patient underwent implant of a 26 mm sapien 3 ultra valve in a pre-existing 25mm surgical valve in the aortic position by right transfemoral approach. During the viv procedure, moderate to severe resistance during insertion through the esheath at the level of the femoral vessel was noted but not abnormally hard, the valve was not checked with fluoro. A protruding stent strut was identified in the aorta after exiting the sheath, in the lower thoracic aorta. The valve was placed into the pre-existing prosthesis, normal inflation and position was performed, but stent strut was still pointing out. Vascular damage was not detected. The patient unfortunately died shortly after valve placement because of an acute and unexpected left coronary occlusion, attempts to open the coronary failed during CPR. The death was not related to the stent damage. As per the physician's opinion, after the valve crossed the sheath, a stent was caught on the vessel wall or at a point higher up in the distal iliac, causing a strut to be bent backwards. They cannot exclude the possibility that the sheath was not fully inserted into the femoral vessel.